Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant excluder aortic extension graft was implanted in the patient for an unknown endovascular treatment. During the procedure, it was reported that while attempting to implant the endurant extension device, it became stuck in tortuous blood vessels and could not be advanced. The device was then attempted to be implanted using a different access route, however; there appeared to be a kink in the graft cover and the device could not be used. The procedure was completed using a replacement endurant device of the same model. As per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.